Event description:
It was reported that this pacemaker system exhibited p-wave undersensing as well as far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and advised on further in office review. No adverse patient effects were reported. This system remains in service.